Event description:
It was reported that the implantable cardiac monitor (icm) malfunctioned. No patient complications have been reported as a result of this event. On (B)(6) 2025: it was further reported that the implantable cardiac monitor (icm) was explanted due to undersensing. It was further reported the alleged device was a competitor product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).